Event description:
It was reported that during an unknown procedure, the trocar blade did not retract after passing through the abdominal wall. There were no adverse consequences to the patient reported. No device will be returned. No further information was provided.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.